Event description:
The first unit of o negative blood and one liter of normal saline under pressure via central line had infused with no problem. Transfuser then flashed message - "code 21-service needed, temp decreased 28 degree c". Blood fluid pouring out of cassette and dripping out of inside of machine. Pt expired during emergency thoractomy with repair of descending thoracic aortic rupture. Md does not believe problem with blood warmer affected outcome.